Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred. Reportedly, the cartridge was changed to address the issue. Customer¿s blood glucose level was 197 mg/dl.